Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/(B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿implantable loop recorders after atrial ablation patient compliance and data surveillance in clinical practice.¿ innovations. Volume 8, number 5, (B)(6) 2013. 337-340. (B)(4).

Event description:
A journal article was reviewed that contained information regarding implantable loop recorders (ilrs). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients who had their ilr removed due to wound infection or &#61705;scomfort or pain caused by the device. The status of the ilrs is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: information was obtained through follow up with the author.

Event description:
Additional information was obtained through follow up with the author who indicated that no additional details were available.